Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an open hepatectomy on (B)(6) 2019 and suture was used for closure. During the procedure, the suture broke when knotting after sewing. Changed another one to complete the surgery. There were no adverse patient consequences reported. The surgeon opined that the suture of this batch was rather brittle, which will break when knotting with the usual strength and may be thinner than the standard specifications. No additional information could be provided.